Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Reported issue: on (B)(6) 2019, it was reported that the device was delivering incorrect pressure. Product review of the vp500d vasopress pump performed by zimmer biomet surgical on august 09, 2019 revealed that the power cord was cut and the wires were exposed, the device did not turn and could not be tested. Repair of the vp500d vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. The reported event "the device was delivering incorrect pressure" was not confirmed since during product review that the power cord was cut and the wires were exposed, the device did not turn and could not be tested. A definitive root cause of the incorrect pressure could not be determined with the provided information since the reported event was not confirmed during evaluation of the device as the device could not be tested. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). The complaint was not confirmed and there was no allegations of harm or injury this complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit was delivering incorrect pressure and the event occurred on the unknown timing of (B)(6) 2019. There was no patient impact and no out of box failure. Upon investigation, it was determined that the power cord had exposed wires. No adverse events were reported as a result of this malfunction.